Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
When I pull them out, there is plush staying inside of me- vagina [foreign body in reproductive tract] . There is plush staying inside of me- tampax pearl [device breakage] when I pull them out, there is plush staying inside of me [complication of device removal]. Case narrative: consumer reported via email that there is plush staying inside of her after tampon removal. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
When I pull them out, there is plush staying inside of me: vagina [foreign body in reproductive tract]. There is plush staying inside of me: tampax pearl [device breakage]. When I pull them out, there is plush staying inside of me [complication of device removal]. Case narrative: consumer reported via email that there is plush staying inside of her after-tampon removal. No serious injury was reported.